Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the users arm.